Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the pump was programmed to deliver fentanyl 50 mcg/ml, with a 25mcg pca dose, a 15 minute patient lockout, and a 300mcg four hour limit. The customer contact reported that at an unspecified time, the "pump beeped twice whenever pendant pressed" and that the nurse "visually saw multiple infusions during 15 minute period." The pump was removed from clinical service. During testing at the user facility, the device passed testing. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.8ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Additionally, after the patient pendant was pressed, the device sounded only one beep and delivered only one dose. (B) (4). (B) (4)